Manufacturer narrative:
In response to FDA report number: mw5019622. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Health professional reported via regulatory agency a right side rupture and capsular scar contracture, baker grade unknown. Device was explanted.